Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that they hospitalized due to experienced high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 900 mg/dl at the time of the incident. The customer was not assisted with troubleshooting for high blood glucose. The customer stated that the symptoms related to high blood glucose such as diffculty in breathing. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was active at time of high blood glucose event. The device will not be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at (B)(4). Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No under delivery anomaly or over delivery anomaly noted during testing. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump was programmed with basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. The pump sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly, sensor anomaly, history anomaly, delivery anomaly, bolus anomaly or basal anomaly noted during testing. In further full review of the pump history/traces on the ss event date of july 10, 2022, there is no unexpected alarms/suspends and no bolus recorded dailytotalofbolusinsulindelivered = 0. However, low battery alert, replace battery alert/replace battery now alarm and power loss alarm were recorded in the formatted history file for the event date. In further full review of the pump history/traces based on the customers note of july 08, 2022, there is no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered = 26.5 u. 07/08/2022 00:15:56.000 normalbolusdelivered normalbolusamountprogrammed = 5.4 bolusamountdelivered = 5.4 07/08/2022 03:17:18.000 normalbolusdelivered normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 07/08/2022 07:45:34.000 normalbolusdelivered normalbolusamountprogrammed = 5.5 bolusamountdelivered = 5.5 07/08/2022 10:26:10.000 normalbolusdelivered normalbolusamountprogrammed = 6.5 bolusamountdelivered = 6.5 07/08/2022 11:16:34.000 normalbolusdelivered normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 07/08/2022 17:00:02.000 normalbolusdelivered normalbolusamountprogrammed = 2.1 bolusamountdelivered = 2.1 power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted during testing. However, low battery alert was recorded and found in the formatted history file on: 07/10/2022 01:59:00.000 insert battery alarm was recorded and found in the formatted history file on: 07/04/2022 09:44:32.000 07/04/2022 09:45:00.000 replace battery alert was recorded and found in the formatted history file on: 07/10/2022 07:28:00.000 replace battery now alarm was recorded and found in the formatted history file on: 07/10/2022 07:59:00.000 07/10/2022 08:09:00.000 pump error 23 alarm was recorded and found in the formatted history file on: 07/10/2022 08:10:04.000 power loss alarm was recorded and found in the formatted history file on: 07/10/2022 08:10:17.000 07/10/2022 08:10:28.000 upon checking on the power data/detail trace file, low battery alert and replace battery alert/replace battery now alarm were expected since the battery has low/no power. The customer may have used a low/depleted battery. Pump error 23 alarm and power loss alarm was expected since the pump resets after replace battery now alarm on 07/10/2022 08:09:00.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs. Customer alleged for possible under delivery was not confirmed. Transmitter communication anomaly, sensor calibration anomaly/sensor anomaly and auto mode anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer had confusion and feeling sick or unwell symptoms during hospitalization.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6- health effect clinical code with this report.